Event description:
False positive result(s). User reported two false positives, two days in a row. Used the home test for the last 10-12 weeks and always tested negative. After testing positive, used binax and came back negative. Tested again with flowflex and produced a faint positive. Scheduled for a pcr. The following morning tested with binax and was negative. Pcr test came back negative.

Manufacturer narrative:
Customer did not provide contact information nor lot number of home test. The customer indicated the home test kit was no longer available.